Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. PMA/510(k)#: k980987 or k151766. A lot number could not be confirmed for this incident and without this information we are unable to determine the correct 510k number. Device manufacture date: unknown. (B)(4). . Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that syringe 3ml ll 200 s/c numbers were smeared. The following information was provided by the initial reporter: material no: 309657, batch no: unknown. It was reported that syringe numbers look like there was a misprint at manufacturing off the syringe, it also looks like syringe was chewed up, and plunger will not fully pull up. Event description per email states: caller reported syringe numbers look like there was a misprint at manufacturing of the syringe. Syringe looks chewed up and the plunger will not fully pull up. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product lot # - unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. (Contact: +1(). Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.